Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced an unspecified infection manifested by cloudy fluid and abdominal pain. The cause of the events was not reported. It was not reported if the patient was hospitalized or received treatment for the event. At the time of this report, the patient outcome and action with dianeal therapy was not reported. No additional information is available.